Manufacturer narrative:
Lot/serial number is unavailable. A review of the manufacturing records for the device could not be conducted. Images were sent to gore for analysis. Further information will be provided.

Event description:
On an unk date in 2011, the pt was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On an unk date, the aneurysm enlarged and the pt underwent an embolization procedure using onyx glue to fix a type ii endoleak from lumbar arteries. The endoleak persists and the aneurysm is still growing. The device information is unavailable. Images were sent to gore for analysis.